Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and heavy menstrual bleeding ("heavy regular menses") and was found to have biopsy endometrium ("endometrial biopsy"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abnormal uterine bleeding, dyspareunia, dysmenorrhoea, menometrorrhagia, heavy menstrual bleeding and biopsy endometrium outcome was unknown. The reporter considered abnormal uterine bleeding, biopsy endometrium, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menometrorrhagia and pelvic pain to be related to essure. The reporter commented: patient was recommended for management with ocp's nexaplanon or laparoscopic bilateral salpingectomy to remove essure coils most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: case become incident, device removed, essure removal date was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.